Event description:
New information received stated that the patient presented for lead revision. At explant, a large wound was created to aid in the removal. The lead kept breaking as it was removed. Patient lost a lot of blood and became weak. The vessel was sutured and a blood transfusion was performed. A new lead was implated at a later date. At discharge, the patient was notifed that their heart valve had been damaged during explant procedure.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
This is to correct brand name, common name, product code and PMA number.